Manufacturer narrative:
Age at time of event: (B)(6). The device was returned for analysis. A delivery wire, main coil, and introducer sheath were returned for this complaint. The coil and delivery wire arms were not interlocked. The delivery wire was inspected and no abnomalies was noted. The main coil was found kinked and stretched. The interlocking arm was inspected and it was detached. The detached part was not returned. No more damages were found in the returned device. Microscopic inspection of the delivery wire was performed and revealed that the zap tip has a smooth surface. The interlocking arm was inspected and no anomalies was noted. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The interlocking arm was inspected and it was detached. The detached part was not returned. Dimensional inspection of the delivery wire that could be measured were performed and were within specification. Dimensional inspection of the main coil was performed and revealed that the number of distal fiber bundles, outer diameter (od) of the zap tip and primary coil were within specifications. However, the number of proximal fiber bundles were lacking.

Event description:
Reportable based on device analysis completed on (B)(6) 2020. It was reported that the coil could not be pushed. A 20mmx40cm interlock-35 was selected for use. During procedure, it was noted that the coil could not be pushed in the imaging catheter. The procedure was completed with another of the same device. There were no complications reported and patient was stable. However, device analysis revealed a detached interlocking arm and missing coil fiber bundles.